Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient had not been doing well and had a loss of therapy so they "didn't know if the battery was going". The caller stated the patient was programmed on (B)(6) 2018 and they had not been doing well since then; the patient had been drooling and the patient got botox at that time. It was reported the patient had very early dementia since 2 years prior or longer because he had early signs when they did the psych test before getting the deep brain stimulation (dbs). The caller stated that the patient was going back to the health care professional (hcp) on (B)(6) 2018 to see how he was doing. No further complications were reported or anticipated. Information regarding affected speech has been omitted as it is contained in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) stating no loss in therapy was found. It was reported he was "stunned" and was lowered and added 2 electrodes. The rate was increased in the same direction as the last visit. It was reported the patient was seen on (B)(6) 2018. It was reported the patient had long term drooling and got botox but it was reported it was becoming ineffective. However, the deep brain stimulation (dbs) targets from programming looked better.